Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after the implant, the patient experienced infection failure of mesh, and seroma. Post-operative patient treatment included revision surgery and removal of mesh. Concomitant device: unknown stryker lock tube set.